Event description:
The user facility reported an 85-year-old female patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was sitting very shallow and while advancing pump, the cannula kinked and prolapsed below outflow in ascending aorta with acute reduction of flows to around 1 l/min. Attempted repositioning was unsuccessful and there was no improvement in flows and restriction of collapsed cannula remained. The cp was explanted and replaced. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was patient condition due to patient anatomy as the pump was shallow and advanced and led to cannula kink below outflow. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12479: e4 should have been left blank.